Event description:
The customer reported to olympus, the evis lusera colonovideoscope experienced an air/water supply failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to foreign material being found in the nozzle. The device evaluation found the air supply volume, the water supply volume, and the water removal ability do not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knob do not meet standard value due to wear of the angle wire, a chip on the bending section cover adhesive, a crack on the bending section cover adhesive and the color ring, a dent on the plastic distal end cover, a white clouded area on the adhesive on the bending section cover, the adhesives around the objective lens, and the adhesives around the light guide lens, peeling of the adhesive around the objective lens causing a streak appearing in the image, and a scratch on the bending section cover, the connecting tube, the protector of the universal cord of the suction connector side and control section side, the universal cord, the flexibility adjustment ring, switch 1, and switch 4. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.